Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to pain and loosening.

Manufacturer narrative:
This report is being submitted to amend sections. No product was returned; visual and dimensional evaluations could not be performed. Review of the compatibility matrix identified that components are compatible. These devices are used for treatment. A complaint history search identified no other complaint for the part/lot combination of the femoral and tibial components. The primary surgical notes state that the patient underwent right tka to treat severe bone-on-bone arthritis with osteophytes in the femur, tibia, and patella. The patella was prepared, ligament releases were performed, the femoral and tibial bones were resected, and the osteophytes were trimmed. With the trial components in place the knee was put through range of motion and had excellent flexion and extension gaps and patellar tracking. The trials were removed, the cancellous bone surfaces jet lavaged and dried. Bone cement was injected and pressurized and the final components were implemented. Excess cement was removed and the knee was put in extension until cement hardened. There were no complications. The revision surgical notes state that the patient underwent revision 15 months later due to loosening. Under examination the knee was relatively stable except for some mild laxity in flexion and midflexion, and 95 degrees of flexion. Intra-operatively arthrofibrotic tissue was found in the infra and suprapatellar regions and medial and lateral gutters, and resected. The serous effusion was clear. The tibial component was surprisingly found well fixed but was removed based on radiolucencies seen on x-rays, and to reduce risks of the need for a future revision. The femoral component detached easily from the cement with one impact. Per the package inserts of the femoral and tibial components, loosening of the prosthetic knee components, poor range of motion, and pain are known potential adverse effects of the tka procedure. A definitive root cause cannot be determined with the information provided.